Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, possible under delivery anomaly, no delivery/occlusion alarm. The customer reported hyperglycemia which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-213a, mmt-332a, mmt-1884l. Troubleshooting was not performed. Customer reported insulin flow blocked alarm. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. Customer re-attempted load reservoir/fill tubing process after a complete set change and insulin did exit or pump alarmed. Customer reported high bgs. No further patient complications were reported. No product return is required for mmt-213a. Mmt-332a was requested and customer response was the device will be returned. Mmt-1884l was requested and the device was returned.

Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and self test. No insulin flow block alarms noted during testing. Unit was successfully downloaded using thump software and carelink. However, on adapt, no delivery (7) was recorded several times on (B)(6) 2024 00:14:35.000 hour through 22:20:34.000 hour. As well as on event date 09/02/2024 02:34:36.000 hour through 22:07:32.000 hour. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024 in pump downloaded history all during bolus. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies.test p-cap locked in place properly during testing. The following cosmetic damages were noted: pillowing keypad overlay and scratched case in summary, customer concern for no delivery/occlusion alarm and possible under delivery anomaly is not confirmed. Unit functioned properly and passed all testing within spec. No alarms/anomalies noted during testing. Unable to verify for alleged high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.